Event description:
It was reported that during a surgical procedure at the user facility, foreign material was found in the sterile packaging of the product. The procedure was completed successfully using back-up equipment. There was no delay, no medical intervention, and no adverse consequence with this event.

Event description:
It was reported that during a surgical procedure at the user facility, foreign material was found in the sterile packaging of the product. The procedure was completed successfully using back-up equipment. There was no delay, no medical intervention, and no adverse consequence with this event.